Event description:
A pump declared alarm 20 during the loading process. There was no reported adverse impact to the customer¿s blood glucose level. The customer did not wait as instructed during the load process, leading to the issue. Technical support educated the caller to wait for the prompt before removing the used cartridge, and the customer understood. With guidance, the customer successfully loaded a new cartridge and resumed insulin therapy. No previous issues with this type of alarm had been reported by the caller with this pump.